Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two reciproc blue files broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Involved files that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1467393, #1467394 and #1472560). Root causes are not identified. We will track this kind of event and monitor the trend. For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.